Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
After line was placed in svc with confirmation from sherlock, during flushing, the patient started coughing, face turned red. Rapid response team was called. After 15-30 minutes, the symptoms subsided and PICC remains insitu without further complications. Labs showed elevated troponin levels.